Event description:
The reporter stated that the surgeon was inserting a cc4204bf single piece collamer lens into patient's eye and the lens tore and was removed without any enlargement of the incision, no patient injury.

Manufacturer narrative:
H6: evaluation results: a visual inspection of the returned product shows the lens has a portion of a plate haptic torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.